Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On 24-apr-2017, a field service engineer (fse) was dispatched to address the reported event. The fse conducted a follow-up with the customer over-the-phone to address the reported event. The fse had the customer to clean the substrate nozzle, replace the substrate with alcohol, and to flush the substrate nozzle. However, the dl flags continued. The fse then visited the customer to address the issue. During servicing, the fse flushed the substrate lines and the fluid delivery systems. The fse evaluated the detector for buildup and replaced the substrate syringe but the errors still persisted. Further evaluation found that the 3-way valve was intermittently opening and closing and when fse replaced it, the issue resolved. The customer ran quality controls (qc) without any issues. The analyzer was running as expected. There was no further action required by fse. The most probable cause of the reported event was due to defective 3-way substrate valve.

Event description:
On (B)(6) 2017, a customer reported intermittent detector low (dl) flage with their a1a-900 analyzer. Technical support advised the customer to perform an alcohol shutdown, make a new substrate and repeat background check. However, the dl flag persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hga1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.